Event description:
Customer reported a cracked touchscreen on their insulin pump, rendering it illegible and unusable. There was no adverse impact to the customer's blood glucose level. The pump was dropped, causing the damage. Technical support arranged for a replacement pump, ensuring no interruption in insulin delivery while the customer switches to manual injections. They advised the customer on programming the new pump and managing return procedures for the damaged one. Customer acknowledged the instructions and shipment details for both receiving the new pump and returning the old one.